Manufacturer narrative:
(B)(4). Batch # t5cn21. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows an echelon flex 45 from batch area. The batch # t5cn21. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device analysis: the analysis found that one pse45a device was returned with no apparent damage and with two reloads present. The reload (b) was received fully fired, with the cartridge pan partially dislodged from left proximal side. The reload (c) was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Reload b: ecr45b, t5ax9t, fully fired with the pan partially dislodged from left side. Reload c: ecr45d, t5c78c, fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Would not fire. It was reported that during the rul vats lobectomy surgery, could not fire when severing the lung tissue. Changed the new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.